Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire broke; no part detached inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown but reported to be approximately (B)(6). Patient's exact weight is unknown but reported to be approximately (B)(6). The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.